Manufacturer narrative:
The architect havab-igg reagent lot number was provided. The event documented has been associated with a product recall which is not reportable per 21cfr part 806 as the product has not been distributed in the us. No additional information will be provided in this report.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29, that has a similar product distributed in the us, list number 06l27.

Event description:
The customer observed (B)(6) results for 16 patient samples tested on the architect i1000sr analyzer. No specific data or lot number was provided. No impact to patient management was reported.